Event description:
It was reported that during testing on a mannequin, the autopulse platform stopped performing compressions and displayed a user advisory (ua) 12 (lifeband not present) message. Customer was able to replicate this problem multiple times. The lifeband was inspected and appeared to be normal. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/26/2014 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. During power on of the device for functional testing, the reported issue was observed. The unit was displaying a user advisory 12 (lifeband not present) at power on. Further inspection confirmed the ua 12 was caused by the lifeband detect switch being out of position. After re-positioning the detect switch, the platform performed as intended. A review of the archive was performed and multiple ua 12 faults were observed, including on the reported event date of (B)(6) 2014. An assessment of the customer's battery management was performed and no issues were noted. Based on the investigation, no parts were identified as needing replacement. In summary, the reported complaint was confirmed during archive review as well as functional testing. The ua12 fault was found to be due to the lifeband detect switch being out of position. Following repositioning of the switch, the fault was cleared and the platform passed functional testing. Following service, the device passed all testing criteria.